Event description:
It was reported to philips that the system would not start up at 00:00. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and analyzed the log files and performed a complete reload of the flexvision-pc software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that there was a malfunction with flexvision pc. The fse replaced the flexvision pc. After replacement of flexvision pc the system was returned to use in good working order.